Event description:
The customer received a blood glucose reading between 235-265 mg/dl on the contour next link. The reading was sent to the pump but insulin was not dispensed. The customer felt sick and was vomiting. Approximately 2 hours later she called an ambulance and was taken to the hospital where her blood glucose level was tested at 765 mg/dl. She was in ketoacidosis and put on humalog insulin drip. She was in ICU for 3 days. Product was not replaced.